Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 409 mg/dl and a high level of ketones. Cause of elevated bg level was unknown. Bg was treated with unspecified intravenous fluids. Reportedly, customer left the ER 6-7 hours later with customer in stable condition (bg 124 mg/dl-129 mg/dl).